Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high; cause was due to malfunction alarm. Customer administered a manual injection to address bg level. Reportedly, the customer fell while going into ambulance due to dizziness. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline, insulin fluids, and other unknown fluids. Customer was not released from the hospital. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.